Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon reported that arm 1 (usm1) won't take control of the instrument. Prior to calling, the user has reseated the sterile adapter and swapped the instrument in usm1 with no change. There were no related errors in the logs. Caller noted a message regarding 'move to match grips' for usm1. The technical support engineer (tse) explained the issue appears to be with left master tool manipulator (mtml). Caller noted they have another surgeon side console (ssc) in the room. Tse walked the caller through the connection of an additional ssc and the surgeon moved to the other ssc and the issue did not persist. The surgeon did note the 'cone' for mtml1 is now appearing on the screen (indicating an issue with mtml1 on the other ssc). The procedure was converted to another da vinci system with no reported injury. Intuitive obtained the following additional information based on a follow-up: the staff power cycled and disconnected the second console, which resolved the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm as installed onto the system and powered up. Visual inspection was performed. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The esmh pca will be replaced as a precaution.